Event description:
It was reported that during an unknown procedure, the subject device stem was bent and therefore affected the picture quality. The intended procedure was completed with a similar device. There was no patient harm or injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Please see h11 for device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Device evaluation noted the unit had heavy dents on outer tube. In addition, loose light guide adapter and damaged on edges of the video connector were observed. No other issues were identified. Based on the results of the investigation, the reported issue was confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.